Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The unspecified target lesion was located in the moderately tortuous unspecified vessel. A 1.50mm x 8mm apex flex balloon catheter and an unspecified guidewire were advanced into the lesion. The balloon was used to dilate the lesion, it was inflated twice. Upon second inflation, it ruptured at an unspecified low pressure. A 2.0mm apex otw balloon catheter was used to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).